Event description:
Pt requests removal of bilateral implants with capsulectomy due to silicone "poisoning". Placed in 1986 with revision in 1987; pt states she has toxic blood levels determined by lab work (testing for silicone).